Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection disconnected on multiple occasions. There was no reported adverse impact to the customer's blood glucose (bg) level for the past events. The customer's bg level was 353 mg/dl with ketones at the time of report. The bg level was addressed by the customer reconnecting the luer lock connection, priming the air, and a temporary basal rate.